Event description:
Reportedly this device was explanted at implant due to unsatisfactory seating. Replaced with st. Judes mechanical valve patient expired.

Manufacturer narrative:
Device not returned.